Event description:
It was reported that the pt experienced difficulty breathing at night beginning approx 3 weeks after the stimulator system was implanted. It was reported that following the removal of the bandages, which was painful,the pt began experiencing spells of difficulty breathing both during the day and at night. The pt also experienced "jitters" which made it difficult to write/type. Three days after the pt began experiencing "jitters," it was noted that the pt was unable to obtain telemetry with either antennas. The pt programmer was returned to the MFR, analyzed, and returned to the pt. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Final device analysis of the pt programmer revealed no anomaly found, the pt's complaint could not be verified. Only the pt programmer was returned, the stimulator system remained implanted.